Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts. Complaint sample was evaluated and the reported event was confirmed. Returned for review was a fractured drill bit which was unidentifiable by part/lot. Due to the absence of a lot number, the manufacturing date of the device is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. In general, a drill bit fracture can be caused by one or combination of the following: excessive force applied during usage, continued operation of the drill after it was stuck against hard material, rapid reversal of direction of rotation when the device is stuck, excessive bending, or low speed/high torque of operation. Based on the information provided, a definitive cause for this event cannot be determined with certainty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was drilling to input the screw, the screw and tip of the drill bit broke off into the bone. The surgeon was able to extract the screw and the tip of the drill bit. There was no harm to the patient. Attempts have been made and additional information on the reported event is unavailable.